Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a4, b4, b5, d9, g3, g4, g6, h2, h8, h11.

Event description:
It was reported that the patient underwent a hip revision procedure 2 months post implantation due to recurrent dislocations with discomfort. During the revision the femoral stem and acetabular cup were found to be well ingrown and well positioned. The head and liner were revised without complications. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual review of the returned liner confirmed item, lot, and etch identification. Liner showed gouges, deformation, and indentations to the rim, cutouts, anti rotation scallops, and inner/outer spherical surfaces. Gouge on the sidewall was noted from possible tool mark. No other damage was noted. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: recurrent dislocation right total hip arthroplasty. A definitive root cause cannot be determined. This complaint can be confirmed via the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10: 00-8775-036-01 item name biolox delta hd 12/14 36x-3.5 lot # 3167964. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the patient underwent a hip revision procedure 2 months post implantation due to recurrent dislocations with discomfort. There is no additional information available at the time of this report.